Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 567409. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7078543.

Event description:
It was reported that the patient had an epidural hematoma after the implant procedure. The physician was unsure of the cause, however, noted that the patient was at a high risk due to a lot of preexisting medical conditions. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.